Manufacturer narrative:
Device evaluation: review of software logs were performed. A probe temperature was recorded in the hardware log files which showed evidence of possible unintended heating of the probe.

Event description:
It was reported that during an ablation procedure, there was unintended probe heating. There were no patient complications reported in relation to this event. If additional information is received, a follow up report will be submitted.